Manufacturer narrative:
Continuation of d10: product ID: non-medtronic product product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, the patient had an allergy to heparin but after conversations between anesthesiology and the ep doctor, the patient was premedicated prior to heparin being administered for the procedure. Pulmonary vein isolation was completed using pulse field ablation, after which an anterior mitral line from the mitral valve annulus to the right superior pulmonary vein was started, including one radiofrequency ablation lesion at the mitral valve annulus followed by pulse field ablations toward the right superior pulmonary vein. Intracardiac echocardiogram visualization during the procedure showed no visible tamponade and no pericardial effusion. While finishing the anterior mitral line, the patient became unstable with severe hypotension and bradycardia and then experienced cardiac arrest. The procedure was aborted while the patient was under general anesthesia. Advanced cardiovascular life support was performed, including cardiopulmonary resuscitation and medication interventions for approximately 40 minutes. The patient was pronounced deceased during the procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The files showed that multiple messages were received. In conclusion, the reported clinical issues were not observed through data analysis. The physical product was not returned. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.